Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the stapler advances 10mm and will not advance any further. No buttress material or reinforcement used. Sales rep could not provide any additional information. Additional information : please confirm that product will be returned for investigation: yes the stapler will be returned. Was the staple line properly formed? (The staples that fired): no, the staples were not properly formed. Was there any unanticipated tissue loss as a result of this problem: no additional tissue loss, but sutures were used to secure the area where incomplete staples were found. Was there any tissue damage as a result of this problem: no if yes, describe the damage and provide details on how the damage was treated/corrected: na. Was the damage irreversible: na. Was there blood loss of 500cc or more due to the product problem: no blood loss greater than 500cc. Did any additional blood loss resulting from this product problem require a blood transfusion: no transfusion. Was surgical time extended by more than 30 minutes due to the product problem: surgery was not delayed more than 30 minutes (roughly 20 minutes). Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.): no adverse event was reported. What is the current patient status: unknown.